Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, there was an issue with a haptic. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.